Event description:
It is reported that: the patient has been experiencing pain, swelling and stiffness in the right hip since about (B)(6) 2012. The pain occurs when standing from a seated position and walking. The pain occurs a few times daily but is not constant. The patient completed blood work and saw his surgeon on (B)(6) 2012. The patient's cobalt levels are elevated. Patient is being scheduled for an MRI in the near future.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.